Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient was going to the gym a lot and working out. The exercise led to discomfort of where the device was located, back in 2017. At that time, they mentioned to the healthcare provider that the battery site was uncomfortable, and the healthcare provider decided to explant as a result. No further patient complications are anticipated or expected as a result of this event.